Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) and elecsys ft4 iii (ft4 iii) on a cobas e801 module compared to the accuraseed method. The initial results were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant ft4 iii results were identified between the customer¿s e801 module, the abbott method and an e801 module used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(4) for information on the ft4 iii results. Refer to attached data for the patient results. The customer¿s e801 module serial number was (B)(6). The e801 module serial number used at the investigation site was 14d9-06.

Manufacturer narrative:
The sample was investigated further. The customer's ft3 results were reproduced at the investigation site. No interfering factors were identified. Based on the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.